Event description:
It was reported that high capture threshold was noted on the right ventricular lead during a patient follow up. Possible lead insulation breech near the header of the device was also noted. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.